Event description:
It was reported that the pt's skin broke down on the mattress.

Manufacturer narrative:
The product is not being returned to manufacturer for eval; no product malfunction is alleged.